Event description:
Related manufacturer reference number: 2017865-2021-39845. It was reported that the patient presented with their pacemaker exhibiting inappropriate mode switch due to oversensing of noise. It was noted that their right atrial (ra) lead was also oversensing noise. No intervention took place at the time and the patient would continue to be monitored. The patient was discharged afterwards.